Event description:
It was reported that due to a sudden decrease of the stimulation threshold in the rv lead, the physician decided to add a sense and pace lead. The defib portion of the rv lead remains active.

Manufacturer narrative:
No medwatch form was received.